Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) proximal segment of the lead was returned and analyzed. No anomalies were found. Outer insulation breached cut and cosmetic depression. Apparent explant damage. (B)(4) proximal segment of the lead was returned and analyzed. No anomalies were found. Proximal conductor had blood/body fluid (not obstructed) and outer insulation breached cut. Apparent explant damage.

Event description:
It was reported that possible vegetation was seen on leads via echo. Blood tests showed infection. The system was completely removed and the tips of leads were sent for lab analysis. No further patient complications have been reported as a result of this event.